Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had button errors. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the batteries would be lasting for less than 7 days. The insulin pump had a diminished battery life and had rejected brand new batteries. The customer reported dent by the left part of the screen and scratches on the screen. The customer reported that the battery cap had wear and tear. The device will not be returned for analysis.